Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in resetting it. After the reset, the malfunction did not recur, and the customer continued to use the pump, acknowledging the instructions to reach out if the issue reappeared.